Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Additionally, the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately low compared with her feelings or normal results. This complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 the patient obtained a result of ¿12mg/dl¿ on the subject meter. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses claimed that on (B)(6) 2015 she consumed less food/drink. The reporter claimed that the patient ¿could not walk¿ but could not specify when, however detailed that on (B)(6) 2015 she was admitted to hospital, where she was treated by a healthcare professional (hcp) with humalog and lantus insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure however the reporter did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the received medical intervention from a healthcare professional for a hyperglycemic event.